Event description:
It was reported that the patient had fallen several times, then woke up and felt stimulation in both of his hands. He turned off stimulation and the sensation went away. The patient also stated that he knew that three electrodes were "bad". The patient had an appointment with his hcp scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 39565-30, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed and was no longer feeling stimulation in his arms. Follow ing the reprogramming the reporter had not heard back from the patient, and it was assumed the patient was doing okay.